Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The infusion set fell off the patient's body. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.